Event description:
On 05/15/2024, intuitive surgical, inc. (Isi) received mw5154454 stating: while ongoing surgical procedure, mega suture cut needle driver cable broke. Instrument removed in the surgical field and sent to risk management. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that there were no fragments that were left behind or fell into the patient. A new instrument was used to complete the procedure. The closing of the grips were affected by the issue, there were no issues with the rest of the device articulation and there were no cables protruding from the instrument tip.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the instrument was disposed. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received mw5154454.